Manufacturer narrative:
Concomitant medical products: dtmc1d1, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise and short v-v episodes that resulted in the delivery of inappropriate high voltage therapy and pacing inhibition. The rv lead was reprogrammed, and then explanted and replaced the next day. It was further reported that the right atrial (ra) lead exhibited chronic high thresholds. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.